Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that the power module device was not working. During the pre-repair diagnostics assessment, it was determined that the device was damaged and had malfunctioned from autoclaving. It was further determined that the device was checked and it was found that the power module had been autoclaved. It was further determined that the device failed for check for externally cleanness and foils of liquid damage, information button and self-test, charging and checking of power module in charger, function- test and for check indicator - liquid damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.